Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as due to caretaker changed. The same day as symptom onset, the patient was hospitalized (for three days) and was diagnosed with peritonitis the following day. The patient was treated with vancomycin injection (discontinued,1 gm, once a day, route and duration were not reported) and amikacin injection (discontinued, 125 mg, once a day, route and duration were not reported) for the event. Dianeal therapy was ongoing. At the time of this report, the patient has recovered. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.